Manufacturer narrative:
Bd had not received samples, but 1 photo was provided. The photo shows the material number and batch number of the serum blood collection tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd vacutainer® tubes are not indicated for testing of postmortem blood, and bd does not have data for this off-label application. However, the gases carbon monoxide and methane may be present in the tubes cited in this query, due to the tube components. No clinical testing is required for off-label applications. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced erroneous results and abnormal additive form. This event occurred once. The following information was provided by the initial reporter. The customer stated: I've been using bd vacutainer tubes for postmortem blood at national lab. Of forensic science. May I ask you a question of additives in your tubes which can generate somewhat toxic gases? Recently, I got blood samples collected in your product of ref # 367820 and 367991 for the purpose of blood gas analysis. I was shocked by the results that carbon monoxide(co) and methane(ch4) was detected from your tubes by gc-tcd. Even though in the case of no sample addition for blank test.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced erroneous results and abnormal additive form. This event occurred once. The following information was provided by the initial reporter. The customer stated: I've been using bd vacutainer tubes for postmortem blood at national lab. Of forensic science. May I ask you a question of additives in your tubes which can generate somewhat toxic gases? Recently, I got blood samples collected in your product of ref # 367820 and 367991 for the purpose of blood gas analysis. I was shocked by the results that carbon monoxide(co) and methane(ch4) was detected from your tubes by gc-tcd. Even though in the case of no sample addition for blank test.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.